Event description:
It was reported that patient presented to ER after receiving inappropriate therapy for svt with rapid ventricular response. In (B)(6) 2013, a patient notifier was delivered for low pacing impedance, but the patient did not feel it. The patient also received inappropriate therapy in the night due to noise. Patient had been lost to follow-up until the recent ER visit and the lead issues were found. The lead was capped and replaced. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.